Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and the customer was informed they could continue using the pump. The customer was advised to contact technical support again if the malfunction code reappears.